Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, vessel dissection occured. The lesion was located in the calcified left anterior descending (lad). The physician predilated the lesion with a 2.75mm quantum maverick balloon. Then the physician attempted to deliver the 2.50x24mm taxus express2 drug eluting stent over the wire, but had difficulty crossing the lesion, and there was a dissection in the lad. The physician removed the 2.50x24mm non-bsc bare metal stent. Further information has been requested but has not been received.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.